Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the sensors in the syringe plunger did not recognize when a plunger was inserted. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: date returned to mfg 2/20/2024. One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed ¿syringe plunger not in place¿ occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be q1 broken off from the plunger pcb. The plunger pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.